Event description:
It was reported that an angio-seal was deployed, using correct deployment technique in the common femoral arteriotomy post procedure. After the procedure, a hematoma developed. The patient was taken to surgery where the angio-seal was removed. The surgeon reported that the anchor of the angio-seal was not in the correct position, that it was perpendicular to the arteriotomy. The hematoma has been resolved and the patient is reported to have no problems.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.